Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: model number/catalog number: sc-2218-50, serial number: (B)(6), batch/lot number: 7146065, model/catalog description: linear st lead kit 50 cm, unique identifier (UDI)#: (B)(4). Additional suspect medical device component involved in the event: model number/catalog number: sc-2218-50, serial number: (B)(6). Batch/lot number: 7146124, model/catalog description: linear st lead kit 50 cm, unique identifier (UDI)#: (B)(4).

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) explant procedure due to an unknown reason. It was noted that the physician was unable to fully explant the spinal cord stimulator (scs) lead because the device snapped and retracted into the epidural space. The explanted devices were kept by the patient. No further information has been obtained.